Event description:
A blood leak occurred with one pt one minutes after start of hemodialysis treatment. The leak was observed with leak detector and visually. The blood loss volume was 250ml. The dialyzer was at 4th reuse. The pt was well and no medical treatments were given.